Event description:
Procedure: gastrectomy. Reportedly, the completion tone did not sound (or it sounded after some delay) and the tissue could not be coagulated properly. A small amount (less than 50cc) was confirmed and another ls1120 was used to complete the procedure.